Event description:
A malfunction alarm with code malf 24 was reported. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.